Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the temperature of the cardiosave intra-aortic balloon pump (iabp) hybrid alarm system was too high. The user promptly replaced the device and used it without causing any harm to anyone.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval), h6 (investigation type, investigation findings & investigation conclusions). A getinge field service engineer(fse) was not dispatched to evaluate unit. The user entrusted a third party to repair the equipment failure. The equipment is currently working normally, but the user is unwilling to inform the maintenance status.